Manufacturer narrative:
The device was returned to smiths/ICU medical.

Event description:
Oracle ro (B)(4): it was reported that the pump failed an accuracy test +10.7%. There was no patient involvement. No patient injury was reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed labels were intact. During functional check, the reported problem was duplicated. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. Root cause was out of specification. The expulsor assembly was replaced.